Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, (B)(4) -2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawers 4-1 & 4-2 failed to open. The field service engineer found that the module controller board's light-emitting diode status was off and replaced the board. The fse replaced the drawer module controller board for each drawer and tightened the drawer hard stop screws and scanner holder bolt. Finally, the fse removed all the faulty pockets to restore the drawer function. A field service engineer tested the drawers in hardware test application and performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer was failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.